Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell four of four. The hp had already finished with therapy and the hc was off. During troubleshooting, the hp stated that she may have pressed go before connecting to the setup. The technical service representative (tsr) explained the alarm to the hp. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.